Event description:
During the procedure the enterprise vrd (enf452212/ 10085956) pre-deployed in the microcatheter hub. There was no patient injury. Analysis of the returned device found the distal tip of the enterprise delivery wire was stretched. No further information pertaining to the procedural use or the timing of the stretching as related to its use was provided in response to multiple investigational attempts.

Manufacturer narrative:
One non sterile unit of enterprise vrd and delivery was received coiled in a plastic bag. The delivery system presented wavy conditions at 33cm from distal tip end. The stent was received separate from the delivery wire/introducer in a plastic bag. Functional analysis was not performed since the stent was found deployed. The enterprise system and stent were observed under vision system, stretching conditions were observed on the delivery wire coil wire at 37.5cm and 11.5 cm from distal tip end. There were no damages observed on the stent. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10085956. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It was confirmed that the stent was deployed. Due to the nature of the event, the cause of the event could not be determined with analysis. Additionally, the cause of the damages found on the delivery wire (wavy and stretching conditions) could not be conclusive determined; however, the device did not present any obvious indications of manufacturing defect or anomaly. The introduction and withdrawal procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If the introducer is not fully seated and secured in the microcatheter hub during introduction or withdrawal or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. It is possible that the damage to the stent occurred due to this procedural handling during introduction or during post procedural handling. Therefore, no corrective actions will be taken at this time.